Manufacturer narrative:
Instrument files for both rp500 systems were analyzed. Pco2 responses for both systems appear typical. The pco2 results for both samples are consistent with the output provided. The measurement cartridges were requested but were not available to be returned for further investigation. The discordant result cannot be confirmed. The measurement cartridges were not available for return so further investigation is not possible. The pco2 sensors on both systems appear to be performing typically. There were no systemic errors on either system.

Event description:
The customer experienced a discordant pco2 result on one patient sample on rp500, sn (B)(4). The sample was run two minutes apart. There was no report of injury due to this event.